Event description:
Additional information was received, indicating the patient has poor capsule support.

Manufacturer narrative:
Based on additional information received, the event is patient related and due to poor capsule support. Device causality is unrelated and therefore, this event no longer meets reportability requirements and is no longer deemed reportable.

Manufacturer narrative:
Although requested, the device was not returned for evaluation and additional information regarding the event was not provided. As a serial number for the device was not provided, the associated device history record was not reviewed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause of this event could not be conclusively determined.

Event description:
It was reported that approximately 10 years after implantation of an intraocular lens (iol) into the left eye (os) the lens dislocated. Approximately two weeks after dislocation, the lens was explanted. Additional information was requested, but not received.